Manufacturer narrative:
Tracking number: (B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the surgeon clamped the tissue and pushed the green button, however, the status indicators did not turn flashing green. The surgeon fired the device in any event, however, the staples deployed only the first half of the staple line. A new device was opened to correct the problem. It is unknown if reinforcement material was used. The incomplete staple line was resected and re-stapled.